Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had broken battery tube threads, missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir as well as battery compartment was cracked and pieces was missing. The customer¿s blood glucose level was unknown at the time of the incident. The customer also stated that the reservoir was able to lock in place. The customer was advised to discontinued the use of insulin pump and revert back up plan as per health care professional. The insulin pump will be returned for analysis.